Event description:
Caller reported a pump malfunction. There was no adverse impact to customer¿s blood glucose level. Customer was assisted by technical support to reset the pump, and no recurrence of the malfunction code occurred after resetting. Customer was advised to continue using the pump and to call back if the malfunction code recurs, which was acknowledged and understood.